Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was having issues charging pump battery. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. Tandem technical support was unable to obtain further information as customer declined a follow up.